Event description:
It was reported the patient received inappropriate atp and hv therapy for supraventricular tachycardia with rapid ventricular conduction. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented in the hospital after receiving inappropriate high voltage therapy for vt. Further programming changes were recommended.